Event description:
It was reported that the device had no display when initially received, out of box failure. There was no pt use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported no display issue. Physio determined the cause for the malfunction to be a broken solder joint of the j9 pcb mounted connector on the digital pcb assembly. A replacement device was provided to the customer.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return to the mfg facility and continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.